Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is properly seated and no physical damage was observed on the sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 3. Sensor state 3 is an indication that the sensor is in the primary operating state and has yet to reach its end of life at the time of return. Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. Sim vivo testing (simulation of the electrical signal produced by the sensor tail) and poise voltage testing were performed and all results were within specification. No malfunction or product deficiency was identified. Therefore, this issue is not confirmed. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message issue was reported with the abbott diabetes care (adc) device with an alarm alert. A ¿signal loss¿ error message with alert was reported which resulted in the customer being unable to obtain glucose readings and receive glucose alarm alerts. As a result, the customer was not alerted of changes in glucose level and experienced a seizure, however, was able to self-treat with a jelly bean. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 3 (indicating the sensor was paired within the last 14 days). Sensor state 3 is an indication that the sensor is in the primary operating state and has yet to reach its end of life at the time of return. Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. An extended investigation was further performed. Visual inspection has been performed on the returned sensor, no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Sensor state 5 with event logs 3 and 4 are an indication of normal termination of the sensor without any error. Sim vivo testing (simulation of the electrical signal produced by the sensor tail) and poise voltage testing were performed and all results were within specification. The passing of functionality testing is an indication that there were no issues with sensor functionality and electronics. Therefore, issue is not confirmed. This also serves as a correction report. Section h11 (additional mfg narrative) was incorrectly documented in the previous report. Correction has been made. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message issue was reported with the abbott diabetes care (adc) device with an alarm alert. A ¿signal loss¿ error message with alert was reported which resulted in the customer being unable to obtain glucose readings and receive glucose alarm alerts. As a result, the customer was not alerted of changes in glucose level and experienced a seizure, however, was able to self-treat with a jelly bean. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Product has been returned and is currently undergoing investigation process. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The device mfg date is unknown. The date in section h4 is the date abbott diabetes became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message issue was reported with the abbott diabetes care (adc) device with an alarm alert. A ¿signal loss¿ error message with alert was reported which resulted in the customer being unable to obtain glucose readings and receive glucose alarm alerts. As a result, the customer was not alerted of changes in glucose level and experienced a seizure, however, was able to self-treat with a jelly bean. There was no report of death or permanent impairment associated with this event.